Event description:
Oxygen sensor alarm on ventilator activated with change or disable message. Staff was present at the time and properly ventilated the patient manually until ventilator exchange was done and bio-med notified.======================manufacturer response for ventilator, (brand not provided) (per site reporter).======================our own bio med staff services the equipment.what was the original intended procedure?mechanical ventilation.device #1is this a laboratory device or laboratory test?no.